Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a rash under the rear therapy electrodes. The patient's physician recommended the use of an over the counter cortisone cream. Follow-up indicated that the irritation had healed.